Event description:
The consumer reported that the joystick stick wire got caught where chair is to be disengaged to make it mechanically used, and it created a hole in the controller. A new joystick was installed, and on (B)(6) 2012 ,the tech tested the joystick and found it to be faulty. The power wheelchair had unintended movement. No injury reported. MDR filed.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01316 with model #3tgtq3. The correct model number is 3gtq3. (B)(4). (B)(4) - no RMA has been initiated for this issue. Model 3gtq3, serial number/date code (B)(4) is approximately two year old. The owner's manual part number 1134791 rev. G (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gtq3, serial number/date (B)(4) is approximately two year old. The owner's manual part number 1134791 rev. G (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
The consumer reported that the joystick stick wire got caught where chair is to be disengaged to make it mechanically used, and it created a hole in the controller. A new joystick was installed, and on (B)(4) 2012 the tech tested the joystick and found it to be faulty. The power wheelchair had unintended movement. No injury reported. MDR filed.